Event description:
It was reported that the customer went to the Emergency Room (ER) and was subsequently admitted to the Intensive Care Unit (ICU) on (b)(6)2026 due to an undefined elevated blood glucose (BG) level and life-threatening ketone levels. In the ICU, the customer was treated with intravenous saline and insulin. The customer was released from the ICU on (b)(6)2026 with no permanent damage. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.